Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, distal end plastic cover burn at hold ring was found. The olympus service team access the condition and determined that the cause for distal end plastic cover burn at hold ring was traced to the component failure. There was no patient involvement.